Event description:
It was reported by the independent repair center that the unit is alarming and the primary cause is the pilot valve is leaking. No patient injury reported, no additional information provided.